Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd needle precision glide 21x1in package seal integrity was poor/questionable. The following information was provided by the initial reporter translated from portuguese to english: needle 0.80x25mm (21gx1'') lot: 3177348 quantity: (B)(4) reason: two broken cannons, 1 extension on the protective cover piercing the packaging.

Manufacturer narrative:
Samples and photos received by our quality team for investigation. Through visual inspection, damaged needle hub and lint on the shield are confirmed, no other defects or issues observed. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. There was no evidence of holes, punctures, or other perforations identified when inspecting the packaging. Functional testing was performed, no contaminants were found inside the packaging. Possible root cause for lint on shield is associated with plastic residue inside the injection point cavity. Investing in new molds to replace the old molds will be implemented. Possible root cause is associated with incorrect adjustment during hub assembly. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures.

Event description:
No additional information.